Manufacturer narrative:
The customer reported that the malfunction of the iabp was caused by the motor controller board and was replaced. This corrected the malfunction and the iabp was returned to service. The customer reported that they did not have a copy of the fault logs to send to getinge.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump generated a fan failure detected alarm. The fan failure detected alarm occurred when the ac power was on. The customer stated that the alarm went away when the iabp was removed from the cart or running on batteries. No patient involvement or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time getinge service has not been requested by the customer as the customer is trained to service getinge iabps. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump generated a fan failure detected alarm. The fan failure detected alarm occurred when the ac power was on. The customer stated that the alarm went away when the iabp was removed from the cart or running on batteries. No patient involvement or adverse event was reported.